Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
No external ram crc error alarm or unexpected restart alarm noted. The device passed the self test and unexpected restart error test. The device was received with displayable history crc check failed on startup alarm in the history file. Displayable history crc check failed on startup alarm due to corrupted history file. However, the device downloaded properly to the carelink software noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.